Event description:
The customer reported the system rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. System operates as intended.